Manufacturer narrative:
Device is a combination product. (B)(4).device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the left main coronary artery to the left anterior descending artery (lad). A 38 x 3.50 promus premier¿ drug-eluting stent was implanted to treat the lesion. However, during post-dilatation, the stent was fractured. Subsequently, the stent was overlapped with a non-bsc stent and the procedure was completed. No patient complications were reported and the patient's status was stable.